Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4d0843) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4d0843) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p4d0843) sigadaptshort, sig power sigadaptshort lin short adapt (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a wedge resection of the lung, after the reload was closed, the green button was pressed and the reload was fired. After approximately 1 cm the system stopped, no alarm was shown on the screen. The reload was opened and removed. A new reload was used and the same malfunction occurred again after about 1 cm of firing. Again a new reload was used with the same result. Then a universal roticulator was used with the same handle and adapter. In that combination everything worked properly. There was no patient injury.